Event description:
It was reported that the insulin pump alarmed no delivery when the customer was changing the reservoir. The customer's blood glucose was 147 mg/dl. The customer had cleared the alarm on their own. During the first step of the troubleshooting, insulin did not exit the tubing. The customer stated that they had another infusion set to continue the troubleshooting process, but the call was disconnected and call back was unsuccessful. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.